Manufacturer narrative:
As of 08/18/2023 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 07/13/2023, the consumer states that the adhesive on the bandages caused a rash and large blister. On the completed cir received from the consumer on 07/27/2023, she stated that she used the bandages to cover two wounds on the front and back of her ankle. The consumer stated that the product left injuries worse than the skin she was healing with a prescription cream. Per cir consumer confirms that the issue was with the tape area.